Event description:
It was reported the device has physical damage and the case is damaged. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, control knobs, two side bail covers, and ring cover are broken. Analysis also found the high rate cover and one case screw are missing. The ring is bent and the battery flex is contaminated. (B)(4).